Event description:
Review an article written in reference to the vns therapy system revealed the following excerpt "a review of available literature suggests that the cardiac or respiratory problems that theoretically may be a concern with vagus nerve stimulation are rarely of clinical significance." The excerpt was taken from an article titled "cardiorespiratory variables and sensation during stimulation of the left vagus nerve in patients with epilepsy". Good faith attempts to obtain additional info have been unsuccessful to date.